Manufacturer narrative:
Device failure analysis is still under investigation. Final report is pending.

Event description:
The 3-4cm balloon filled with 30cc of saline and it collapse during a patient treatment today. The applicator was filled with air and immersed in water, then filled with water and left in air. In both cases we can see the development of what looks to be a slow leak through a pin- sized hole. The treatment was already completed when the defect was discovered. If anything the patient would have received too much dose due to the reduced distance to the intended treatment volume. Complaint tracking # (B)(4).

Manufacturer narrative:
H6 updated. H11 updated: further investigation into the leaking balloon on (B)(6) 2024 shows a leak point several millimeters back from the balloon tip area. Using an optical inspection method, we see the leak point which shows a signature pattern associated with external contact with a sharp object. The balloon production process includes leak testing, as well as inflation for symmetry inspection. All balloons are inspected/tested with multiple inflations in the production process. This specific balloon passed production and physical testing protocols without any noticeable manufacturing defects. Additionally, in the "warnings" section of the IFU, xoft clearly instructs the user to be cautious when using sharp instruments near the balloon to avoid damage. The results of this investigation indicated that the identified balloon was not defective from production and showed puncture evident from an outside sharp source that most likely caused the balloon malfunction. Based on this investigation xoft closes the investigation.